Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista access surgical light. As it was stated, the rust occurred on the device. There was no injury reported, however, we decided to report the complaint in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ volista access. As it was stated, some rust occurred on the device. There was no injury reported, however, we decided to report the complaint in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. When reviewing similar reportable events registered for volista access surgical light we were able to find several similar issues compared to the problem investigated herein. In none of the complaints a serious injury or death occurred. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as presence of corrosion could be treated as technical deficiency. The device at hand contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manuals IFU 01581/01601 and IFU volita 01781), avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual 01582/01602 mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals IFU 01581/01601 and IFU volita 01781 mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Getinge recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.